Event description:
It was reported the subject device presented a blank image when plugged in. The issue was found during preparation prior to sedation for an unspecified procedure. No patient harm was reported.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of an image problem. The subject device was inspected, and the issue was confirmed. Additionally, the cable failed the water leak test. No other issues were identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device presented a blank image when plugged in. The issue was found during preparation prior to sedation for an unspecified procedure. No patient harm was reported.